Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5, b6, d6b, h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and underweight. A microscopic analysis was performed which identify an opening striated in the radius side. Based on the device analysis the final assessment is: -a striated opening in the radius side assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture. An MRI confirmed right side intracapsular rupture. The event of "inframammary cysts" is not related to the device. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.